Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, blurred vision. A pt reported they were not able to get a blood reading. Their meter allegedly would display not ok prompt. Not able to get a reading on the meter. Meter was not compared to any other equipment. Treatment was a glass of milk. Customer was using expired strips. No further info has been reported.